Event description:
It was reported that the patient¿s first pump was removed due to an infection and he was in the hospital for a month trying to heal. The reporter believed that the patient had always been using lioresal.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).